Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had observations of intermittent spikes in high out of range impedances over 2500 ohms. Review of the device report found all other parameters stable, however performing isometrics around the device pocket the physician was able to recreate the spikes in impedances. The plan was to monitor the patient at this time and perform regular re-checks. The device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had observations of intermittent spikes in high out of range impedances over 2500 ohms. Review of the device report found all other parameters stable, however performing isometrics around the device pocket the physician was able to recreate the spikes in impedances. The plan was to monitor the patient at this time and perform regular re-checks. The device system remains in-service. No adverse patient effects were reported.